Event description:
It was reported that having problems with the recharger, said that the paddle started acting up and not responsive. Caller said that they called the local representative, the orange light came on and they did a hard reset. Caller said that the representative did replace the cords for the recharger and they have been able to recharge the implant. Caller said that they like to keep the implanted battery charged at 75%. When asked, caller said that the recharger is in the dock which is plugged in. Caller said that the staff is familiar with the use and care of external equipment. Caller also said that patient saw the nurse practitioner yesterday and everything seemed to be working as expected regrading the implant. When asked, caller said that recharging was not even attempted during the appointment. Caller did say that at the appointment indicated that internal battery is charged to 75%. Then caller said that more recently they noticed that the battery lights are rapidly moving. Recharger not charging. Caller isn't with the patient right now. When asked, caller said that they do use the patient programmer to connect and right now on the middle row is seeing two additional icons, said one looks like a paddle. Caller to call back when they are with patient later today to troubleshoot further. Reviewed replacement time frame and also suggested that if needed, for caller to contact the local representative, to request if they can come and recharge the implant. Also based on age of implant, reviewed eri (elective replacement interval) information for educational purposes only. They send repair request. Patient representative (caller) called back and repeated information previously noted. Caller stated the recharger was still displaying scrolling battery lights and they had tried hard resets already. Agent walked caller through attempting another hard reset of the recharger, but scrolling battery lights persisted. Repair request sent.

Manufacturer narrative:
Section d: information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), analysis of wr9200, serial/lot #: (B)(6) found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.